Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen 500mcg/ml 174.69mcg/day lot number 2118109, via an implantable pump. The indications for use were intractable spasticity and post spinal cord injury. The patient had complaints of being stiff, stumbling a lot, and urgency to bladder. The patient was given a 25mcg therapeutic bolus on the date of this report. No alarms or volume discrepancies were alleged or noted in the logs. No diagnostic studies were performed. No interventions or outcome were reported regarding this event. Additional information later received reported the patient was reporting no therapeutic response and spasticity so the patient was brought in and was given a 25mcg bolus and saw no response. Per the healthcare provider the patient was very sensitive to baclofen. The patient was brought in the next day and did a 50mcg bolus and saw no response. The patient was scheduled for surgery. Per the healthcare provider the post-op note stated no csf was able to be aspirated. Spontaneous drip of csf although the catheter would not aspirate. They found the catheter was disconnected from the pump connector. The pump an d catheter were replaced. Per the healthcare provider the patient was doing much better and no current issues.

Event description:
Diagnostics performed related to the patient's lack of therapy and other symptoms and the cause of the catheter disconnecting from the pump not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.